Manufacturer narrative:
(B)(4).

Event description:
The patient claimed to suffer a lot of pain in her wound and she had a metallic taste in her mouth after application of acticoat dressing for 4 hours. Once acticoat removed, she felt activated porphyria pain which approximately took 4 days to resolve. However, the wound bed looked very good and clean.